Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation; however a photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter in the photograph. The delivery device was observed slightly inside the loading device. The white plunger and blue safety lock were not observed in the photograph. The seal and tension spring assembly was observed in the loading device body. Based on the non-return of the device as well as the photographic evaluation, the reported failure "activation problem" was not confirmed, however the analyzed failure "fitting problem" was observed. The lot # 3000310697 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : not returned.

Event description:
The hospital reported that for the coronary artery bypass procedure, the doctor used the hst iii system (4.3mm) and the seal could not be pulled out and came off. It didn't fail to load. It failed to deploy. It didn't touch the patient's aorta. The blue slide lock was engaged. The white plunger was pressed. The procedure was completed with a new device. There was no procedural delay. There was no harm to the patient.